Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the trifuse tubing set leaked from the red clamp arm connection while the patient was in contact isolation. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the trifuse tubing set leaked from the red clamp arm connection was confirmed. Visual inspection of the set showed no obvious damage or any issues. Examination under magnification showed a microchannel that was allowing fluid to leak out. Functional testing resulted in the set flushing successfully with no signs of leaking. Pressure testing confirmed leaking from one of the maxzero ports. The source of the leak is a microchannel in the maxzero. The root cause of the microchannel which creates a fluid path is an equipment error during the inspection and testing process during final assembly of the maxzero component.

Event description:
The customer reported that the trifuse tubing set leaked from the red clamp arm connection while the patient was in contact isolation. There was no patient harm.